Event description:
It was reported that the sys intermittently displayed a communication error and would not boot up. There was pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.